Manufacturer narrative:
Literature citation: f. Ito"the characteristics of the new vertebroplasty method ¿vesselplasty¿ compared with balloon kypho-plasty". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 457 patients underwent vessel plasty with 30 bkp cases for comparison. One year post-op, delayed bone cement extravasation (minute cement leakage out of vertebral body included) was observed in vessel plasty group and bkp group..